Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gram for 3 days and route was not reported) and meropenem injection ( 1 gram, once a day for 14 days) for peritonitis. At the time of this report, the patient outcome was unknown. Action taken with dianeal therapy was not reported. No additional information was available.